Event description:
During placement of midline, accessed left cephalic vein. Upon advancing the catheter and retracting the needle catheter broke off in patient's arm. Patient was brought to ir and the catheter fragment was successfully retrieved by physician. Original midline device was placed in sharps bin and is unable to be retrieved. Midline fragment was saved and placed in a sterile cup for potential analysis.